Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 harvesting greater saphenous vein. The leg was ¿oozy¿ and they had some difficulty seeing with the ooze. No blood products were needed. Harvester felt like branches were not sealing well. Only a slight delay, did not impact surgery. They switched out the vh-4000 unit and were able to cut and seal better. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.